Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient has alleged cancer, kidney cancer. There was no report of patient harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.